Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leaking from tubing with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined. Bd has opened CAPA (B)(4) for related complaints of tubing leakage. Refer to the CAPA for complete documentation and action plans.

Event description:
It was reported that bd vacutainer® push button blood collection set leaked from a hole in the tubing during collection. No serious injury, no medical interventions. No mucous membrane exposure reported.